Event description:
It was reported that, during an implant procedure, the lead showed high impedance readings. The lead was inserted into the snap lid multiple times with the same out of range impedance on pole 0. The physician then switched to an octad lead with the same initial results. The physician then finished the implant surgery, and the high impedances resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found no anomaly. The proximal end was ok. No setscrew marks were observed. The conductors were ok and the outer insulation was intact. The distal end was ok. Continuity was acceptable and there were no shorts between circuits. When submerged in saline, normal impedances were observed. Analysis of the snap-lid connector cable found no significant anomaly. Foreign material was present on the #0-#4 quad channel and contacts, but there was no impact on lead or cable performance. Continuity was acceptable. When submerged in saline, normal impedances were observed.